Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of the device. This code was selected as the most probable complaint cause based on the information available. Dissection is listed as known potential outcome of the procedure and use of this agent device and is outlined in the instructions for use. As per labelling indications - potential adverse events which may be associated with the use of a drug-coated balloon (dcb) or dcb procedure. Dissection is listed as potential risk related to the use of the device: vessel injury (including access-site) such as spasm, lymphatic problems, pseudoaneurysm, arteriovenous fistula, trauma, dissection, occlusion, perforation, and rupture.

Event description:
It was reported that a dissection occurred. The patient presented with a chest pain. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad). A 2.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). After agent was inflated, a non-flow-limiting dissection was noted. A 2.50 x 24 mm synergy xd stent was deployed to cover the dissection and successfully complete the procedure. The procedure was completed without further complications. In the physician's opinion, the dissection was most likely caused by a calcium nodule. The patient remained stable following the procedure and made a full recovery.

Event description:
It was reported that a dissection occurred. The patient presented with a chest pain. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad). A 2.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). After agent was inflated, a non-flow-limiting dissection was noted. A 2.50 x 24 mm synergy xd stent was deployed to cover the dissection and successfully complete the procedure. The procedure was completed without further complications. In the physician's opinion, the dissection was most likely caused by a calcium nodule. The patient remained stable following the procedure and made a full recovery.